Event description:
The suurgeon had inserted a single piece collamer lens model cc4204bf into patient's eye and noticed the lens was torn. The incision was enlarged to remove the lens and was replaced with another model lens and used a suture to close the wound.